Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, loose video connector socket and front panel crack were observed. The probable cause of the malfunction is related to wear and tear damage with customer mishandling and with increasing use/time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that image problems was observed with the evis exera iii video system center when utilized with the 180 series scope. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image problems could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.